Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the battery drawer opened and the battery "fell out." The device then shut itself off. The patient went asystolic. Another epg was used and the patient was "fine." There was also some bottom case damage and damage to the battery release button noted. The battery drawer did not remain latched. The epg was returned for repair. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Battery drawer release is broken which will cause battery drawer not to latch causing the battery to fall out and/or the battery not to be in contact with the battery contacts which will cause device to shut off. Battery drawer, upper and lower cases, one side bail cover, and lead flex cover are broken. Ring cover is contaminated. Battery contacts are compressed. The ring is bent.